Event description:
It was reported that during a generator replacement. Device interrogation revealed high pacing impedance, lead slack issue, failure to sense and failure to capture and fracture confirmed via fluoroscopy and x-ray on the right ventricular (rv) lead. The physician elected to keep the rv lead implanted. The patient was in stable condition.

Manufacturer narrative:
Correction: manufacturing report 2017865-2025-11105, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott.